Event description:
Instrument appears worn with a damaged adaptor to instrument interface.

Manufacturer narrative:
Examination of the submitted adapter confirmed the attachment end is damaged/stripped and non-functional. The root cause is attributed to product wear out. Previous reports of this failure resulted in a design review by the depuy (B)(4) product development engineering in the 1st quarter of 2008. The design review did not identify a design change to the mating end that would eliminate the spinning of the reamers inside the adapter once the reamers have been subjected to usage/hard cortical bone and begin to wear. Based on this investigation's determination of wear out as the root cause, no corrective action is being pursued. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.